Manufacturer narrative:
An event of device migration into the descending aorta was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 18 mm amplatzer septal occluder was successfully implanted. Just after device implant, the device migrated into the descending aorta due to a redundant septum requiring a larger device. The device was snared and removed without issue. The procedure was aborted and the patient will return at a later date for a larger device. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.